Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that the doctor states that srom trials are too worn and difficult to read. He wants them replaced. No surgical delay". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of heavy usage on its overall surface, including discoloration of the shaft and fading of the device information, making it difficult to read. Additionally, deep scratches were observed on the proximal portion of the shaft, most likely caused by a saw blade excursion. No other anomaly was noted on the device surface. Wear, discoloration and fading condition observed were identified as end of life indicators; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As for the scratches observed, this type of damage is consistent with the device coming in contact with hard edges, other tools and/or the saw blade while trialing. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the srom dist stem trial 11 std would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code af0205 provided is not a valid finished goods lot number. Added: d9. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the srom trials are too worn and difficult to read. No surgical delay.